Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of under 40 mg/dl. Cause was not known. Customer was treated with intravenous fluids of glucose to address the bg. Customer was discharged from the ER the same day. System check was performed by tandem technical support and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.